Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. Visually it was noted that most of the blade of the slitter is broken-off and not returned. Considerable nicks and scratches were seen on both sides of the slitter nose, for a one-time use device. It was also reported to be damaged at implant.

Event description:
It was reported that during an implant attempt, the blade broke during slitting of the catheter. The catheter was removed and a new catheter was used. No patient complications have been reported as a result of this event.